Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI : (B)(4)

Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 30 year old male patient with a medical history including end stage renal disease, who stated the patient experienced an anaphylactic reaction during their first hemodialysis treatment with the device on (B)(6) 2025. Additional information was received on 06 may 2025 from the htn who stated the patient experienced itching, swelling of the tongue, difficulty speaking and a systolic pressure of 68 mmhg approximately fifteen minutes after the start of treatment. Treatment was terminated and the patient was administered methylprednisolone (solu-medrol) IV and epinephrine intramuscular (doses not specified). The patient was transported to the emergency department where he was evaluated and discharged with a prescription of diphenhydramine (benadryl, dose not specified) and a steroid (nos) to take for five days.